Event description:
Perclose device malfunction at the time of placement in the right femoral artery sheath. While applying the perclose device it did not retract properly causing injury to the artery. FDA safety report ID# (B)(4).